Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic system would not exhibiting the cutting action, and system displayed an error message. The procedure was completed on the same day. The patient impact has not been provided.

Manufacturer narrative:
Upon further review, this event does not meet the criteria for a reportable malfunction. The initial decision to report was submitted for the event cutter did not work was reassessed to poor cutting performance which is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num: 2028159-2025-00681. The manufacturer internal reference number is: (B)(4).